Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported scratches on case close to screen display on insulin pump. The blood glucose reading was 160 mg/dl. Nothing further reported.